Manufacturer narrative:
Na

Event description:
Medics were attempting to monitor a 31-yr-old male pt and a "check electrodes" message appeared on the unit's monitor screen. The ECG trace displayed on the screen became a dashed line. The medics changed the unit's battery, but the monitor display remained the same. Then, they switched the unit from auto mode to manual mode with no effect on the display. There was no adverse effect on the pt. The complaint also indicated that the alleged malfunction occurred once before during a demonstration. The medics were unable to duplicate the alleged malfunction and the unit was returned to svc.